Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the device could not be retracted. Therefore, the surgeon needed to remove it with a lot of force causing the shaft to broke. They removed the device and finished the surgery. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led a photographic evaluation of one device. The device shaft was broken. Device paddle was partially folded and was partially retracted with shaft. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. However, the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported condition of shaft broken. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.